Manufacturer narrative:
This medwatch is for the aviva system 1. Reference medwatch with (B)(6) for the aviva system 2.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 600 mg/dl) and 146 mg/dl. Customer allegedly received the following results, with two different meters, within 10 minutes: 559 mg/dl (aviva system 1) and 145 mg/dl (aviva system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.